Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 23-jan-2024, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 29-jul-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a lead migration and a loss of therapy due to the leads not being anchored down. A return of pain was noted. Pt implanted in 2020. After xrays, it was determined that the leads migrated as the patient was no longer getting adequate therapy. The patient had a complete system replacement. The issue was resolved.